Event description:
It was reported that the 9800 system requires the installation of the single board computer and generator interface board upgrade kits. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Single board computer kit, generator interface pcb, display adapter pcb, image processor pcb, video controller pcb and disk drive. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow-up report will be submitted as required.